Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy procedure (lsh), the generator displayed an unspecified error message. The thunderbeat device was replaced and the procedure was completed without any further issues. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was unable to duplicate the user's complaint. A probe check was performed on the device and no anomalies were found as both switches were normal working appropriately. A visual inspection noted that the teflon pad was melted and partially torn at the distal end, and the teflon pad was missing, exposing the metal part of the grasping section. The probe tip and grasping section were dark and charred. This type of teflon pad damage can result from continuous activation of the output without tissue between the prob and the grasping section.